Manufacturer narrative:
Customer reported that they were receiving multiple errors relating to carelink uploader not being a "verified" microsoft application "complaint summary: customer reported that they were receiving multiple errors relating to carelink uploader not being a ""verified"" microsoft application investigation/testing summary: an attempt to reproduce the reported event using carelink uploader 3.9.0 was not conducted. As, customer's hardware and software environment and configuration could not be closely replicated. Based on information gathered from carelink uploader application logs, the issue was occurring outside of carelink uploader as there were no logs containing any errors only successful uploads. We were unable to conduct a thorough investigation due to logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the pch00098029 document. As reported error messages were not carelink uploader error messages. (Most likely) root cause: based on investigation by carelink support team and similar customer complaints the most likely root cause of this issue was an improper carelink uploader installation. Analysis summary: after a thorough as possible investigation the carelink support team did not identify cause of issue as none of the available methods for determining the cause of error were available and requests for information or troubleshooting were not responded to by helpline. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reports carelink uploader was not working on customer's laptop. Troubleshooting was performed and found that getting message, wasn't a microsoft verified application install anyway' and 'installation will be upgraded from 3.9 to 3.9' which was not allowing customer to get in and just keeps making customer reinstall and saying isn't a microsoft verified application. No harm requiring medical intervention was reported. The customer will continue the use of the application and device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.